Event description:
A surgeon reported that following intraocular lens (iol) implant surgery, the lens was exchanged due to an unexpected refractive outcome. While the surgeon had targeted a postoperative refraction of 0.50 diopters, the patient ended up with a hyperopic surprise of +4.0 diopters. Additional information was requested; however, the surgeon was unable to provide further details.

Manufacturer narrative:
Evaluation summary: investigation is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause: no root cause has not been identified. (B)(4).